Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch verio iq meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information provided to customer service. In april 2014 the patient noted the reported meter would not power on upon test strip insertion; she was unable to obtain a blood glucose reading. During that time period, the patient experienced no symptoms of high or low blood glucose levels. In june 2014 the patient contacted her hcp for assistance/advice, and was advised to replace the meter¿s battery. Troubleshooting revealed the patient¿s test strips were correct. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient suffered no symptoms and did not receive any medical attention or treatment. However, as the meter power issue was not resolved this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.